Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The leadless pacemaker was returned for analysis. The device was unable to establish telemetry, and no output was noted upon receipt. Visual inspection revealed no anomalies on the helix, and the helix length was within specification. Further analysis performed by the hardware engineering team found the battery to be at the eos level. High current measured from the hybrid was noted, consistent with a hybrid anomaly, but it could not be reproduced in subsequent analysis. The device history record was reviewed, and the device passed all tests prior to distribution.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) could not be interrogated over conductive telemetry. A different lp was used to complete the procedure. The patient was in stable condition.